Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 77.7 millimeter (mm) with a perimeter derived diameter of 24.7mm suggesting a 29mm evolut. However, per documentation, a 26mm evolut was implanted. Patient¿s aortic valve appeared to be significantly calcified, particularly the left coronary cusp. The left coronary height measured 8.6mm. Fluoroscopy valve load inspection was provided for review and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant attempt. The valve was deployed just prior to the point of no recapture, and depth assessment was performed. Depth appeared to be approximately 4mm on the non-coronary cusp in the cusp overlap view, and 6mm on the left coronary cusp in the lao view and significant aortic regurgitation. The valve was released, and post implant angiogram revealed coronary perfusion and aortic regurgitation. A post implant dilatation was perfo rmed which appeared to have resolved the aortic regurgitation; however, there is evidence of poor coronary perfusion. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329, (lot: 0012347820); product type: 0195-heart valves; date product ID d-evolutfx-2329, (lot: 0012340979); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon dilatation was performed using a 20 millimeter (mm) balloon. The valve was released with a single release with good implant depth. Angiogram revealed moderate to severe paravalvular leak (pvl) and a post-implant balloon dilatation was performed with a 24 mm non-medtronic balloon. About 40 minutes after the end of the procedure, an episode of hypotension was observed. A follow up ultrasound was performed excluding cardiac tamponade and the patient was taken to the operating room. The patient passed away on the operating table before the procedure could begin.

Manufacturer narrative:
Updated data: a2 b5 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of the hypotension may have been from a possible obstruction of the left coronary ostium. The cause of death was from possible obstruction of the left coronary ostium due to calcium on the left cusp.